Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was placed on (B)(6) 2017 and was working properly. According to the report, the physician was informed on (B)(6) that the device was not draining/working properly. When the patient was seen by the physician, it could be seen that the tip of the catheter was out of the patient. It was stated that the tip was not smooth and the physician thought that a part of the catheter was left in the patient. A CT scan showed that 17 mm of the catheter tip was left in the patient. Reportedly, the physician decided that retrieving the broken piece was more risky than leaving it in the patient. It was stated that the risk of keeping the broken piece in the patient was infection. The patient was discharged and their status was noted as no injury and there were no patient symptoms/complications reported. The patient's medical history included normal pressure hydrocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.